Event description:
A talent thoracic stent graft device was inserted into a pt for the near-emergent treatment of a thoracic pseudo-aneurysm/penetrating ulcer. The pt had a history of 2 open repairs of an ascending aortic aneurysm and now presented with pain. It was reported that the aortic arch had evidence of an intramural hematoma, and CT showed that the aortic defect was located on the inferior aspect of the aortic arch, adjacent to the left subclavian artery/left carotid artery inter-space, which necessitated that both vessels be bypassed. In order to cover the aortic defect, the physician had planned to land the stent graft at the distal aspect of the innominate artery and cover the aorta distally for 20 cm, which was at the level of healthy aorta. During the procedure, the imaging c-arm angle did not complement that of the aortic arch, and during deployment of the proximal main stent graft, it appeared that a bare spring flip occurred. Although the bare spring flip could not be confirmed due to imaging limitations, only 4 spring crowns could be counted, and the inferior figure-8 marker was turned upward. However, no issues were noted on the superior aspect of the stent graft. The physician then proceeded to deploy 2 distal stent grafts successfully. The physician then elected to implant an additional proximal stent graft, which was correctly deployed and landed superiorly in the same place as the initial proximal graft as well as an additional 1 cm of inferior aspect coverage. The post-procedure angiogram showed good stent graft placement without endoleaks and that the flipped spring was covered and in good alignment with the rest of the implant. It was reported that the pt was doing well post-operatively; however, the pt expired shortly after arriving at the ICU. An autopsy was not performed, and no additional information has been provided concerning the cause of death.

Manufacturer narrative:
(Intervention required) - (bare spring flip) - evaluation results: (death). (Intramural hematoma; pseudo-aneurysm/penetrating ulcer). (Planned coverage up to distal innominate artery). (Cause of death unk).